Manufacturer narrative:
The lot number for the two reported malfunctions were provided, therefore, lot history reviews were performed. The devices were not returned for evaluation, however medical records were provided and reviewed for both malfunctions. For one malfunction, the investigation is confirmed for the alleged tilt. The remaining malfunction is inconclusive for the alleged tilt. Based on the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
A review of the reported information indicates that model rf310f vena cava filter allegedly tilted. The information was received from various source. Both malfunctions were involved with patients with no reported consequences. Of the two reported patients, one 68 year old female patient weighs 243 pound and another female patient's age and weight were not provided.